Event description:
It was reported that during an unknown procedure, a small piece of the single use biopsy valve broke off in the patient's lung. The physician was able to maintain visualization using the bronchovideoscope the entire time. It was successfully retrieved from the patient's lung via suction with the bronchovideoscope. The remainder of the procedure was then aborted. There were no further reports of patient harm.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.